Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: vngd ps tib brg 10x79/83 mm catalog# 183660 lot# 280950. Unknown vanguard femoral, cat#: unknown lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard bearing, cat#: unknown lot#: unknown. Unknown vanguard femoral, cat#: unknown lot#: unknown. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was noted to have been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported that the patient began experiencing pain approximately 7 to 8 weeks post initial implantation. Radiographs revealed that the locking pin had not locked securely and had dislodged from the tibial tray and articular surface. No additional patient consequences were reported.